Manufacturer narrative:
(B)(4).

Event description:
It was reported that low r-wave amplitude was overserved. This has been known for a couple of years. The lead was explanted using a laser sheath and was replaced. No symptoms were reported. The patient tolerated the procedure well.